Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed the pump settings and set up the correction factor as a ratio of 1:5 instead of 1:50. Reportedly, the customer had attempted to program a bolus for a blood glucose (bg) value of 212 (mg/dl) with 20 grams of carbohydrates, and the pump calculated a bolus dosing of 17 units. The customer reported this was too much insulin and did not deliver the bolus. Tandem technical support assisted the customer in successfully adjusting the correction factor setting.